Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed did not identify a fiber tip break/fracture. The glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The fiber is broken within the outer flow tubing 1cm from the control knob, between distal tip and control knob. The break location exhibits bending, crushed and no melting. The fiber was tested with hene laser fixture, aim beam is present at break location. The outer flow tubing open end exhibits minor scratch marks. Based on product investigation the cause of the observed break was due to excessive bending of fiber during use. An evaluation conclusion code of unintended use error caused or contributed to event of the device was assigned to this investigation.

Event description:
It was reported that the fiber was broke at 288,546 joules and 33 minutes of use. The fiber was not cleaned during the procedure. The procedure was completed with a second fiber and the status of the patient was noted to be stable.

Event description:
It was reported that the fiber broke. The procedure was completed with a second fiber and the status of the patient was noted to be stable.